Event description:
N/a

Manufacturer narrative:
A detailed evaluation and functional testing of the returned unit showed the set screw was stripped and needed to be replaced . The shock cushion has moved forward in handle and was impeding the handle from closing and holding properly. The 6 inch transitional teeth were worn and needed to be replaced; shock cushion and 1/4 inch pin were worn. Adjustment wrench has worn threads. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by improperly handling / wear and tear of the unit. Device identifier # 10381780267997.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2020, the a2101 mayfield ultra base unit had a stripped tension screw and the unit will not lock when the handle is closed. Additional information has been requested.